Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer was advised to reset the system the system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently not display a live fluoroscopy image, thus making the system intermittently unusable. There is no report of injury or death associated with the event described in this complaint.